Event description:
I used fixodent from approximately summer of 1985 til 2009. While using fixodent, I began experiencing numbness and tingling in my extremities. In 2005-2006, I was diagnosed with lumbar 5 pasums, nervous conditions rheumatoid arthritis and are still being treated for all and have had to have ablation surgery in 2009. Dose or amount: denture cream. Frequency: 3-4 daily. Route: oral. Dates of use: 1985. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or reduced: no.